Event description:
It was reported that a spectrum pump alarmed system error 105. Any patient involvement, injury ore medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through the history log, but could not reproduce it during evaluation. Valuation determined the cause to be an intermittently seizing motor. The failed motor assembly was replaced.